Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. The customer reported that the pump was able to turn back on. Additionally, it was reported that the customer received an occlusion alarm. During troubleshooting, tandem technical support (cts) was unable to identify the location of the blockage. It was also reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with 480 units and the insulin gauge displayed 165 units. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose was 206 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunctions could not be verified; however, a different issue was identified.